Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that manual adjustment of the bellows cover restored functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the gantry of the imaging system was unable to extend or retract when prompted by the user. It was noted that the gantry could not dock either. Re-homing the gantry did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.